Event description:
We received multiple 50 ml syringes from bd with plastic pieces on the inside of the syringe. Our technicians have noted that they have found many syringes with this issue but we have not been able to isolate a specific lot number. We are working on reporting this through our division at this time. (B)(6). Submission ID: (B)(4).